Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system issue due to an infection and erosion. There were no additional adverse effects reported. A revision was planned but was not scheduled at this time.

Event description:
The patient was given antibiotics at this time.

Event description:
Additional information noted that the device was explanted.